Manufacturer narrative:
PMA/510(k) #: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent didn't open during the procedure. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent shortening or compression during deployment'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent didn't open during the procedure. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent shortening or compression during deployment'. No adverse effects to the patient have been reported as occurring.

Event description:
The stent didn't open during the procedure. As per additional information received from rep 18-dec: q: can you please confirm the answer to question 14 ¿did the tip of the delivery system cross the target location? No.¿ a: no it didn¿t arrive there. Ziv6/zfv6: what was the target location for the complaint device? Sfa and popliteal was the device used percutaneously? Yes. Which artery was the stent to be placed in? Sfa and popliteal (full metal jacket). Was the approach ipsilateral or contralateral? Crossover. If contralateral, was the bifurcation angle tight? Yes a little. Where on the patient was the percutaneous access site? Femoral puncture site. Details of access sheath used (name, fr size, length)? 6 f introducer cordis avanti+. Was the device flushed through both flushing port before the procedure, as per IFU? Details of the wire guide used (name, diameter, hyrdophyllic)? Terumo stiff navi cross. Was the patient's anatomy tortuous or calcified? Yes. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? Yes a lot of friction. He tried to go ahed but at the end it takes the device off, and it was replaced with a innova 5x100, so the patient had a pulsar astron 6x150 follow a zilver 5x100 and follow (popliteal) a innova 5x100 ( instead of 2 zilver). Was pre-dilation performed ahead of placement of the stent? Yes senri balloon. Was post-dilation performed after the placement of the stent? Yes, but not the stent complained. Did the tip of the delivery system cross the target location? No. Are images of the device of procedure available? Yes, but only procedure did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? No. What artery was the stent placed in? Left sfa. Is the device going to be returned? Please provide the tracking numbe. Yes. I¿m trying to send back, they have in a pharmacy outside of the hospital.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation: the zfv6-125-5-17.0 device of lot number c1611608 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 05dec2019 & 12dec2019. The stent was partially deployed on return. (From customer information "this was deployed outside the patient and after trying, however failing to advance to the target location") the stent was deployed with force in the lab and a lot of biological matter exited the device. ] document review: prior to distribution zfv6-125-5-17.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (c1611608) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1611608. There is no evidence to suggest that the customer did not follow the instructions for use (B)(4). Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. An additional (B)(4) was opened for the "stretching of middle stent, likely a zilver stent" noted in the image review. Impression: inability to release the complaint stent cannot be confirmed as imaging of the event was not provided. Given the complaint report details and the provided imaging, inability to advance the stent delivery system into the intended implantation site is likely a better interpretation of the complaint. Ultimately, the mid sfa was stented first. This stent was most consistent with a very stretched zilver stent. The proximal sfa was then stented with most likely the astron pulsar stent. The stented vessel likely facilitated innova stent delivery to the pa. Stretching of middle stent, likely a zilver stent, is most indicative of significant friction through the iliac arteries. The spiraling, severely calcified, and long distal sfa subintimal channel would have added even additional resistance to delivery system advancement into the pa. The most likely clinical scenario was an initial intention to stent a 32cm long segment with two 17cm long zilver stents. When the zfv6-125-5- 17.0 would not advance into the pa, the plan was amended to first stenting the mid and proximal sfa. The pa was then reached using the implanted stents as a conduit. Given that pulsar stent was six rather than five millimeters, the site¿s available inventory of lengths and diameters also likely played role in which stents were placed where. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous and calcified anatomy and also the tight bifurcation angle. This may have compressed the flexor and restricted the advancement of the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent didn't open during the procedure: ziv6/zfv6: 1. What was the target location for the complaint device? Sfa and popliteal 2. Was the device used percutaneously? Yes 3. Which artery was the stent to be placed in? Sfa and popliteal (full metal jacket) 4. Was the approach ipsilateral or contralateral? Crossover 5. If contralateral, was the bifurcation angle tight? Yes a little. 6. Where on the patient was the percutaneous access site? Femoral puncture site. 7. Details of access sheath used (name, fr size, length)? 6 f introducer cordis avanti+ 8. Was the device flushed through both flushing port before the procedure, as per IFU? 9. Details of the wire guide used (name, diameter, hyrdophyllic)? Terumo stiff navi cross 10. Was the patient's anatomy tortuous or calcified? Yes 11. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? Yes a lot of friction. He tried to go ahead but at the end it takes the device off, and it was replaced with a innova 5x100, so the patient had a pulsar astron 6x150 follow a zilver 5x100 and follow (popliteal) a innova 5x100 ( instead of 2 zilver) 12. Was pre-dilation performed ahead of placement of the stent? Yes senri balloon 13. Was post-dilation performed after the placement of the stent? Yes but not the stent complained 14. Did the tip of the delivery system cross the target location? No 15. Are images of the device of procedure available? Yes but only procedure 16. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? No 17. What artery was the stent placed in? Left sfa 18. Is the device going to be returned? Please provide the tracking number, yes. I¿m trying to send back, they have in a pharmacy outside of the hospital. As per additional information received from rep (B)(6): q: can you please confirm the answer to question 14 ¿did the tip of the delivery system cross the target location? No¿ a: no it didn¿t arrive there FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent shortening or compression during deployment'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.